Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020: it was further reported that the ipg exhibited a partial power on reset (por).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a diagnostic reset and that the battery voltage data was missing. The ipg remains in use with plan in place for manual interrogation at next follow-up in-clinic appointment. No patient complications have been reported as a result of this event.